Event description:
It was reported that during the trial lead pull appointment, the patient was complaining of vomiting and dizziness. No drainage, fluid or redness was reported. The patient was hospitalized for the previous symptoms. Bradycardia and altered mental status were also noted in relation to this event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 387360, lot# v991497. Product type: screening device: product ID 387360, lot# v710989. Product type: screening device. (B)(4).